Event description:
It was reported that after the catheter was placed, the user attempted to withdraw the guide wire. It was at that point the guide wire began to unravel. As a result both the guide wire and catheter were removed from the patient as one, however, upon removal, the catheter was also found broken. See MDR # 41036844-2012-00104 for the event involving the catheter. A delay was reported, however, there was no additional harm to the patient due to this delay. There were no reported death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.